Event description:
Vagus nerve stimulator stopped functioning; upon interrogation all test state the device integrity is intact and there are no problems. Interrogation of the device on (B)(6) and (B)(6) 2018. During both times the current was turned up and yet the pt had no feeling of stimulation as she should, diagnostic test did not identify any problems.